Event description:
It was reported that multiple attempts to interrogate the pulse generator failed and the error message "installed applications do not support the pulse generator" appeared. The hardware elective replacement indicator (eri) byte indicated that the device was not at eri. The battery impedance was previously measured at 9.9 k ohms, and the device was scheduled for replacement so a download was not attempted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.